Event description:
Additional information received from the consumer reported the circumstances that led to the pain in his legs while recharging included a heart attack on (B)(6) 2015 and it was the first time recharging after the event. Steps taken to resolve the pain in the patient's legs while recharging included the patient stopped recharging. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the circumstances that led to the pain in his legs while recharging included he laid down to recharge and probably didn't turn stimulation off, but he could not remember for sure. In order to resolve the pain in the patient's legs while recharging, he stopped recharging, stood up, and turned the stimulator off. The consumer later reported his doctor set him up with a pain doctor because as the first doctor did not was to invite the manufacturer's representative (rep) to his office as he was not a pain specialist. The patient was told a rep would meet with him at the new doctor's office. The patient had not heard anything of the appointment and he was still in pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported when the patient attempted to charge they were feeling pain and discomfort radiating down to their right leg. The pain had also gone down the left leg. The patient was also experiencing pain in the mid-right hip which was a sudden change but the pain only occurred during charging. According to the patient the pain started right away when charging and the pain felt electrical in nature. It was unknown if the pain was related to stimulation being off or not during charging. It was noted the implantable neurostimulator (ins) was implanted on the mid to right side of the hip and the pocket looked fine. A request was made for the manufacturer's representative (rep) to check the system. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.